Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not sent on bus. A field service engineer (fse) replaced drawer controller board for drawer 3.2 and reseated row boards on drawer 3.1 to resolve the issue and rebooted the station. Then the drawer was sent on bus, and all cubie pockets worked correctly on bus and the drawer tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer 3.1 was failed and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.